Manufacturer narrative:
An event of right bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported right bundle branch block could not be conclusively determined. The reported surgical intervention and prolonged hospitalization were due to case-specific circumstances. Following the procedure, a permanent pacemaker was placed, and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb) at the start of the procedure. The length of the membranous septum was 4.6mm. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp. On (B)(6) 2025 the patient presented with rbbb. On 27 august 2025 a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb) at the start of the procedure. The length of the membranous septum was 4.6mm. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp. On (B)(6) 2025 the patient presented with rbbb. On (B)(6) 2025 a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.